Manufacturer narrative:
Investigation conclusion; a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported 1 false positive sars results for asymptomatic patient screening (off label use at the time). No confirmatory testing completed.